Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event with a loss of prime issue. The reporter stated that the patient's blood glucose was 500mg/dl with no ketones or symptoms. It was reported that there were no pump setting changes before or after the alleged event and no treatment provided above and beyond usual diabetes management. Reportedly, a loss of prime warning had occurred 3 or more times and the patient had successfully completed the rewind, load and prime steps after cartridge changes. Trouble shooting determined that there were no reported changes in force or temperature and it was reported that the patient had not been using the cartridge according to the recommendations; the patient had remained on the pump. This complaint is being reported for alleged hyperglycemia associated with a training misuse issue with a cartridge.

Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.